Manufacturer narrative:
The insulin pump passed the unexpected restart error test. There was no unexpected restart alarm on the insulin pump. The device did not have any cosmetic damage visible during physical inspection. (B)(4).

Event description:
Customer reported via phone call several issues with the insulin pump. Customer's blood glucose level was 282 mg/dl. Customer stated that they had a battery out limit alarm, low battery alert and an unexpected restart alarm. Customer advised that during the summer they were hospitalized because of high blood glucose and their settings on the insulin pump were changed by a diabetes educator. Customer advised they left the battery out of the device for over 10 minutes which is why they received the battery out limit alarm. Troubleshooting for low battery was performed. Customer advised they use the backlight frequently and perform excessive button pressing. Customer was advised a replacement battery cap will be sent out. Customer called back to advise the battery cap did not resolve the issue. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for further analysis.